Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a faded and discolored display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: when the pump powered on the display screen was found to be faded and discolored. The keypad cover was observed to be peeling from the contrast button to the ok button. The keypad buttons were tested and were confirmed to be responding appropriately to presses. The keypad was removed and found no evidence of contamination under the button contacts. (B)(6).